Manufacturer narrative:
Concomitant medical products: model: d314drg, ICD; implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited no capture, high impedance, and no sensing. Follow-up was completed with the field representative. The lead remains in use. No patient complications have been reported as a result of this event.